Event description:
I am writing to formally report concerns regarding the use of byte dental aligners, a mail-order orthodontic treatment program, which I began using in (B)(6) 2021. I am seeking your assistance in investigating potential risks associated with byte's unsupervised orthodontic treatment approach and its impact on consumer health. Background: in (B)(6) 2021, I began using byte's at night dental aligners after receiving an impression kit and instructions to create my own impressions of my teeth. I was also instructed to take and submit photos of my teeth for evaluation. Following this, I was evaluated by an online doctor and approved for use of the aligners, which were specifically designed to be worn overnight. Byte's aligners were marketed as a convenient, mail-order solution for teeth straightening. Treatment experience: after beginning treatment, I noticed that my teeth were not moving in the desired direction. Instead, they began shifting in a negative manner. Recognizing the problem, I reached out to byte and requested an in-person consultation with a licensed dentist or orthodontist to monitor my progress and address the worsening condition of my teeth. I was informed that an in-person consultation was not possible, and no other options for professional oversight were provided. Further action and diagnosis: in (B)(6) 2022, after discovering that the aligners no longer fit properly and that my teeth were worsening, I requested a new impression kit to continue treatment. Despite this, the condition of my teeth continued to deteriorate, prompting me to seek in-person care from a licensed orthodontist. It was at this point that I learned the significant risks of unsupervised dental movement programs, such as byte's, which lack proper monitoring by a licensed professional. I was informed that the orthodontic movement caused by the aligners could be harmful if not carefully tracked and managed by a dental professional. Current status: as of (B)(6) 2025, nearly four years after beginning treatment with byte, I am still undergoing orthodontic care from a licensed orthodontist at my own expense to correct the issues caused by the aligners. My teeth have not only failed to improve but have become more crooked as a result of byte's aligners. Attempts to resolve the issue: I have contacted byte multiple times to request a refund for the aligners and reimbursement for the additional orthodontic care required to address the damage done. Despite my efforts, byte has not responded to my requests or provided any satisfactory resolution. Request for FDA investigation: given the negative experience I have had with byte's at night dental aligners, and the ongoing issues I face in correcting the problems caused by this product, I am urging the FDA to investigate byte's business practices and their dental aligner program. I believe that more robust consumer protections and oversight are needed for mail-order dental aligner products to ensure that users receive safe and effective care, especially considering the potential risks of unsupervised dental treatment. In addition, I am requesting that byte be held accountable for the harm caused by its aligners, which were marketed as a safe and effective solution but resulted in substantial negative consequences for my dental health. Conclusion: I sincerely hope that the FDA will take my report into consideration and initiate an investigation into the safety and efficacy of byte dental aligners. The experience I have had has been costly, frustrating, and damaging to my oral health. I strongly believe that other consumers deserve to be protected from the risks associated with unsupervised dental movement treatments. Thank you for your attention to this matter. Please feel free to contact me by email at (B)(6) if you require any further information or documentation related to my experience. Sincerely, (B)(6).